Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent a revision procedure to activate the device. The physician was unable to achieve full inflation, as the implant did not inflate or deflate. The patient reported that when attempting to inflate the device, the pump felt rigid, his scrotum was very sore, and he could not continue trying. The device remains implanted, and a replacement surgery is planned. The patient was advised to contact his physician. No additional information has been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent a revision procedure to activate the device. The physician was unable to achieve full inflation, as the implant did not inflate or deflate. The patient reported that when attempting to inflate the device, the pump felt rigid, his scrotum was very sore, and he could not continue trying. The device remains implanted, and a replacement surgery is planned. The patient was advised to contact his physician. No additional information has been reported.